Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that the printer cable inside unit was disconnected, so fse reconnected cable. With reviewing the logs there was no faults in the logs. Functional tested the device without any issues or failures. Completed pm with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for use. Unit passes all functional and safety tests.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) printer is not working. There was no patient involvement.